Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor was replaced to address these issues.